Manufacturer narrative:
For the reported event, lot number was not provided. The sample was not returned for evaluation and medical records were provided. Filter unintended movement was confirmed for the device. However, the investigation is inconclusive for filter limb detachment. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf310f. Vena cava filter allegedly experienced detachment of device or device component, and unintended movement. This report was received from a single source. This event did involve patient with no reported patient injury. The patient is (B)(6)years old, male and (B)(6) lbs.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf310f. Vena cava filter allegedly experienced detachment of device or device component, and unintended movement. This report was received from a single source. This event did involve patient with no reported patient injury. The patient is 55 years old, male and 140 lbs.

Manufacturer narrative:
H10. For the reported event, lot number was not provided. The sample was not returned for evaluation and medical records were provided. The investigation confirmed for filter limb detachment. A root cause has not been determined. The device was labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.